Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer failure. The field service engineer reseated the cables, and the drawer functioned properly. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a drawer failure. The customer stated that the device had a failed drawer in auxiliary cabinet that require maintenance. There were no adverse events or injuries reported based on this event.